Event description:
Customer reported unexpected negative reactions on the echo. A patient sample with a history of anti-d resulted as negative with capture-r ready screen (crrs) 3. No transfusions or adverse reactions occurred, as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retention crrs(3), lot r027.